Manufacturer narrative:
The device was returned and investigation completed by product analysis on 15-apr-2019 with the following findings: moisture in the display was confirmed during the investigation due to a display lens leak. Additional moisture damage was found inside the pump with moisture corrosion present on all the internal circuit boards.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter alleged there were superficial scratches on the display lens, but the display could be read safely. The reporter further alleged moisture in the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.